Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative regarding a patient who was receiving bupivacaine (10mg/ml at 3.99mg/day) and morphine (10mg/ml at 3.99mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal stenosis, degenerative disc disease, and spinal pain. It was reported that a motor stall was seen at initial interrogation on (B)(6) 2018. The patient did not recently have an MRI. The motor stall was active. The hcp updated the pump to minimum rate. The patient had increased pain and spasms; this was a gradual change in therapy. The event logs showed the motor stall occurred on (B)(6) 2018, although per the manufacturer representative, the event date was (B)(6) 2018. No environmental, external, or patient factors were reported to have caused this issue. The pump was replaced on (B)(6) 2018. The issue was not resolved at the time of the report; the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the first diagnosed time was with 8840. The office had multiple 8840, unknown which one was used. The pump would be returned, waiting on more return mailers to arrive. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly, corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.